Event description:
User experienced a leak from the analyzer. No pt samples were involved. No operators were harmed. The field service representative determined there was a fluidics failure and reconnected the tubing. Performance tests were performed which were within specification.